Event description:
It was initially reported that the pc unit displayed error code 800.8000 during patient use. The event occurred on 30 october 2025 and reportedly resulted in "patient harm". No additional information was available at the time the initial report was received. On 11 november 2025, bd obtained further details through due diligence efforts. It was reported that the event occurred at 11:33 a.m. The device was being used on a 66-year-old patient admitted with sepsis secondary to pleural effusion and was ¿experiencing a cardiac event and being resuscitated.¿ at the time of the incident, three (3) critical medication infusions were running when the pump modules alarmed with a ¿connection error,¿ after which the pump completely "turned off." The customer stated that the code team promptly restarted the device and reprogrammed the three (3) critical medication infusions in less than one minute. Resuscitation efforts continued; however, the patient reportedly died. Although bd requested the return of the devices for investigation, the customer indicated that their risk management and legal teams advised against returning the devices. Instead, they provided device logs and requested log analysis.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a system error was confirmed during review of the logs; however, it was not replicated through testing since no devices were returned for investigation. A review of the suspect device error logs showed the occurrence of the error code 800.8000 on (B)(6) 2025 at the time of 11:33 am. The error code description details that this is a ¿general os failure¿. The last recorded infusion before the time of the incident was programmed and started on (B)(6) 2025 at 11:19 am for an unknown drug on the concomitant pump module sn (B)(6) at a concentration of 4 mg/ 250 ml. The dose was programmed at 2 mcg/min (calculating a rate of 7.5 ml/hr) and the volume to be infused (vtbi) was 200 ml. Two (2) seconds before the start key was pressed to begin the programmed infusion, a safety clamp open alarm was observed. The dose was then changed to 5 mcg/min and the start key was pressed. At this time, the 800.8000 error code was recorded on the device error logs. Twenty-five (25) seconds later, a ¿powered on pcu¿ was observed. The pcu event and error logs were provided to bd software engineering for further analysis. Results of engineering analysis concluded that the system malfunction (255-16-275) is associated with software tracker 14726 after replicating the issue on a test device with version 9.19. ¿when an infusion is programmed on an inactive pump module channel (but not started yet) and a safety clamp open alarm occurs, if the user clears the alarm by closing the lvp door and starts the programmed infusion at the same time, the pcu is unable to display infusion information on the main status page although the infusion program is running on the lvp. With the next step or change of the infusion program, the pcu will enter the system error state.¿ ¿to exit the system error state, the user should press the ¿system on¿ button to power off the device. When the pcu is powered on again, infusion can be re-programmed.¿ a medical device safety notification informing facilities of system error 255-16-275 was sent out in june 12, 2017. This notification included information on the error, its potential risk and the required action for users. Bd issued a voluntary recall in june 2017 regarding this issue and has subsequently identified additional software errors resulting in system error code 255-xx-xxx. A medical device recall notification (mms-20-1953) was issued on february 4th, 2020, detailing the issue of pcus with software versions 9.33 and prior that presented system errors 255-xx-xxx. Bd notified that the issue would be remediated through software release (v12.1) and issued recommendations to the facility in order to address the problem. The system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ inspection and testing could not be performed since the devices were not returned for this investigation. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of error code 800.8000 is being attributed to a pcu software anomaly that can occur when a user selects two functions on a pcu (v9.33 or earlier) at the same time/rapid succession or not following typical workflows. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pc unit displayed error code 800.8000 during patient use. The event occurred on (B)(6) 2025 and reportedly resulted in "patient harm". No additional information was available at the time the initial report was received. On 11 november 2025, bd obtained further details through due diligence efforts. It was reported that the event occurred at 11:33 a.m. The device was being used on a 66-year-old patient admitted with sepsis secondary to pleural effusion and was ¿experiencing a cardiac event and being resuscitated.¿ at the time of the incident, three (3) critical medication infusions were running when the pump modules alarmed with a ¿connection error,¿ after which the pump completely "turned off." The customer stated that the code team promptly restarted the device and reprogrammed the three (3) critical medication infusions in less than one minute. Resuscitation efforts continued; however, the patient reportedly died. Although bd requested the return of the devices for investigation, the customer indicated that their risk management and legal teams advised against returning the devices. Instead, they provided device logs and requested log analysis.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.